Event description:
It was reported that the user¿s ilet pump was accidentally dropped and the housing broke into two pieces, consistent with a physical damage hardware failure involving the external enclosure. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included customer interview, troubleshooting guidance, and logistical coordination for device replacement and return. Investigation of this case revealed damage consistent with accidental impact to the device housing, with no indication of functional alarms or internal component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.